Manufacturer narrative:
Section additional mfg narrative of initial MDR indicates: a physio-control service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Section additional mfg narrative of initial MDR should indicate: a physio-control service representative performed an initial evaluation of the customer¿s device. The reported issue was able to be confirmed and was determined to be normal device function. A transfer boot after a defibrillation shock has been successfully delivered is normal device behavior. A physio-control cqe reviewed the electronic device record and confirmed that there were no warm boots, only transfer boots on the reported event date. The device passed functional and performance testing and was returned to the customer for use. No root cause was determined as device functioned as intended.

Event description:
A customer contacted physio-control to report that their device displayed a blank screen after a shock was delivered to the patient. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.¿¿ a physio-control service representative performed an initial evaluation of the customers device and was not able to verify the reported issue.

Event description:
A customer contacted physio-control to report that their device displayed a blank screen after a shock was delivered to the patient. This issue is patient related; however there was no adverse patient outcome reported.